Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #5210518 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® trace element serum plus tube, 6.0ml, 13x100mm tube was cracked upon removal from the centrifuge. No blood exposure to mucous membrane. No injury or medical intervention.